Manufacturer narrative:
Estimated event date. Information references the main component of the system, other applicable components are: product ID: 37791, lot# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the antenna gets too hot while charging the implant. The patient also felt like they were being shocked and experienced a prickly sensation. The issue was described as a sudden change in therapy/symptoms and was reported to have been ongoing for the past couple weeks. The antenna was allegedly damaged. A replacement antenna was sent. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the patient ordered a new charger and when they received the new charger all reported problems were resolved and they were able to charge faster. The healthcare provider is not sure what the cause of the shocking/prickly sensation was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer noted that they were having issues with "the rechargeable stimulation." No further complications are anticipated.